Event description:
Surgeon reports haptic broke upon insertion. Unspecified pt impact was reported.

Manufacturer narrative:
H.6: the returned lens had evidence of customer handling. One haptic was noted to be fractured in the distal area. No similar complaints have been reported in this lot. Manufacturer's internal reference number is #98l2823. This report was mailed in to FDA on: 7/31/1998.